Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur, and the customer was informed that they could continue using the pump and to call back if any issues arose. The caller understood the instructions and chose not to have technical support remain on the line while loading a new cartridge but agreed to follow up if the malfunction returned.